Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to damage of electronic components inside image sensor unit/video connector. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using an endoeye flex 3d deflectable videoscope, the 3d images did not appear stereoscopic. The event occurred during preparation for use and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (3d images not stereoscopic) was confirmed due to damage on the charged coupled device (ccd) the 3d image was abnormal. In addition to no image, additional evaluation findings are as follows: there were wrinkles in the video cable, and the bending section cover adhesive was floating. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.